Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed q-syte luer access port unit with an extension tubing. Additionally, 3 photos are provided. A flush was performed, and leakage was discovered from the connection of the septum and the syringe that was used to flush the device. The unit was dissected and microscopically analyzed where a column tear was discovered. The reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the damage occurred during the manufacturing process due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup or if it was due to usage from excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked dob at the syringe connection during use. The following information was provided by the initial reporter, translated from japanese: "after the start of use, there was no problem occurring at 9:00 in the morning; and leakage was found at 11:00. The drug administered is dob.".

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked dob at the syringe connection during use. The following information was provided by the initial reporter, translated from japanese: "after the start of use, there was no problem occurring at 9:00 in the morning; and leakage was found at 11:00. The drug administered is dob."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.